Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was extremely slow. The reported malfunction got resolved after rebooted the station and fixed network speed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was extremely slow. The customer reported that this malfunction occurred during the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.